Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's rfu shows a solid red "x" with a flashing black arrow. There was no reported patient involvement/adverse patient impact.